Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that while they were attempting to insert the burr during set up for a cori assisted tka surgery, they could not slide the burr into the ri robotic drill attachment and there was some sort of washer piece obstructing the burr from sliding in, possibly an internal bearing. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the ri robotic drill attachment, part number rob10015, serial number sn (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with internal bearing deterioration. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.